Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited an increase in capture thresholds and the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The device was reprogrammed. Review of cardiograms revealed that later that day, both the right ventricular and left ventricular leads exhibited loss of capture. The patient was well with no issues but they did note that they experienced 'funny turns'. No further device intervention was performed.